Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metallosis.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On may 10, 2017: litigation received. Pfs alleges severe pain, discomfort and inflmmation. Patient also experienced friction and wear between cobalt-chromium metal head and metal liner caused large amounts of toxic cobalt-chromium metal ions and particles released into patients blood and tissue and bone surrounding the implant. Patient is scheduled for a revision surgery on (B)(6) 2017. There is no medical records and laboratory values provided.

Manufacturer narrative:
(B)(4). Added: (part/lot/exp. Date).

Event description:
Update 14 aug 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges difficulty walking and trouble in performing daily activities. After review of medical records, there is no new information. There are no revision notes provided. Added complainant information and updated the part/lot information. This complaint was updated on: aug 22, 2017.